Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose of 41 mg/dl. Reportedly, the cause of the low bg was unknown. The customer consumed carbohydrates to address impacted bg.